Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they had a nerve block procedure for their neck/arm /thumb yesterday and had turned stimulation off for the procedure but when they turned stim back on they did not feel the thumping feeling of stimulation they normally feel all the time they increased stim to 0.7 but still did not feel it. The patient said they were worried something happened to their stimulator. During the call, the patient was successful to use their own equipment to connect to their ins and reported stimulation was on, they were on program 1 at 0.3 increased and reported they did not feel stimulation increasing to 0.8 then back down to 0.3. The patient reported they have not noticed any change in their symptoms and said the stimulator has "been amazing" and helped their symptoms. Recommended monitoring their symptoms and reporting any symptom changes to their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.